Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage) issue. It was noted that the battery compartment was cracked and the battery cap had stripped threads. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 01/06/2016. Device evaluation: the device has been returned and evaluated by product analysis on 12/18/2015 with the following findings: two pump reboot events were observed during a battery change on 11/18/2016. The pump's battery cap was unable to fully tighten due to damaged battery cap threads. There was evidence of moisture contamination on the underside of the battery cap ground spring. The battery compartment was cracked from the thread area to the case seal. The pump case was cracked in the corner of the display area. The display screen was dim and discolored. The pump was exercised for 24 hours with no issues. A leak test showed that there was a leak in the battery comparmtent due to the damage.